Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("cramping pelvic pain, pain"), menorrhagia ("heavier, longer menstrual cycles") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol, thyroid t3 and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping abdominal pain, pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, migraine, headache, blood disorder, cardiac disorder and dysmenorrhoea had not resolved and the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009 & (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, apareunia, migraines, headaches, blood disorder, heart disorder, dysmenorrhea, uterine perforation were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. This case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the procedure, the plaintiff started to present cramping pelvic pain and bleeding. The plaintiff made several visits to the doctor regarding the pain and bleeding. Then, she underwent a total vaginal hysterectomy 2 years after the insertion. These events, seen as pelvic pain and genital bleeding, are listed in the reference safety information for essure. Considering the temporal relationship and the fact that pelvic pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded and since an intervention was required due to events, this case is regarded as incident. Additionally non-serious events were informed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('cramping pelvic pain, pain'), menorrhagia ('heavier, longer menstrual cycles/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and knee effusion. Previously administered products included for an unreported indication: tramadol, thyroid t3 and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, blood pressure high, arthritis and umbilical hernia. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2016 and oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2016 for pelvic pain female as well as hydrochlorothiazide since 2008, ibuprofen, iron since 2010, meloxicam since 2008, potassium since 2010 and tramadol since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping abdominal pain"). The patient was treated with surgery (ablation/ novasure endometrium ablation,hysterectomy with bilateral salpingectomy,oophorectomy). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, blood disorder and cardiac disorder had not resolved, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dysmenorrhoea had resolved and the abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009 & (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2009: l surgical pathology report: specimen(s) received: a: uterus, cervix, tubes, and ovaries final diagnosis: uterus, left tube and ovary: cervix: negative for dysplasia; endometrium: scarring, compatible with prior ablation; residual secretory endometrium; myometrium: no pathologic change; uterine serosa: left ovary: left tube: endometriosis and dense fibrous adhesions; fibrous adhesions; hemorrhagic corpus luteum; benign paratubal cysts. Gross description: the endometrium has a scarred appearance. Endometrium is thin. The fallopian tube measures 4 x 0.7 cm and includes two small paratubal cysts ranging up to 3 mm adjacent to the fimbria. The ovary measures 5 x 3.5 x 3 cm cut section shows a hemorrhagic cyst 3 cm in diameter. There is no gross evidence of neoplasm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('cramping pelvic pain, pain'), menorrhagia ('heavier, longer menstrual cycles/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and knee effusion. Previously administered products included for an unreported indication: tramadol, thyroid t3 and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, blood pressure high, arthritis and umbilical hernia. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2016 and oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2016 for pelvic pain female as well as hydrochlorothiazide since 2008, ibuprofen, iron since 2010, meloxicam since 2008, potassium since 2010 and tramadol since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping abdominal pain"). The patient was treated with surgery (ablation/ novasure endometrium ablation, hysterectomy with bilateral salpingectomy, oophorectomy ). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, blood disorder and cardiac disorder had not resolved, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dysmenorrhoea had resolved and the abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2009: l surgical pathology report: specimen(s) received: a: uterus, cervix, tubes, and ovaries. Final diagnosis: uterus, left tube and ovary: cervix: negative for dysplasia; endometrium: scarring, compatible with prior ablation; residual secretory endometrium; myometrium: no pathologic change; uterine serosa: left ovary: left tube: endometriosis and dense fibrous adhesions; fibrous adhesions; hemorrhagic corpus luteum; benign paratubal cysts. Gross description: the endometrium has a scarred appearance. Endometrium is thin. The fallopian tube measures 4 x 0.7 cm and includes two small paratubal cysts ranging up to 3 mm adjacent to the fimbria. The ovary measures 5 x 3.5 x 3 cm cut section shows a hemorrhagic cyst 3 cm in diameter. There is no gross evidence of neoplasm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information, lot number and auto narrative supplement were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 19-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent sterilization. After the procedure, the plaintiff started to experience cramping pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful. Any concerns that she had regarding the coils being the source of these injuries were downplayed hysterosalpingogram test confirming proper placement of the coils. The plaintiff made several visits to the doctor regarding the pain and bleeding until on or about (B)(6) 2010, when she underwent a total vaginal hysterectomy. Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the procedure, the plaintiff started to present cramping pelvic pain and bleeding. The plaintiff made several visits to the doctor regarding the pain and bleeding. Then, she underwent a total vaginal hysterectomy 2 years after the insertion. These events, seen as pelvic pain and genital bleeding, are listed in the reference safety information for essure. Considering the temporal relationship and the fact that pelvic pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded and since an intervention was required due to events, this case is regarded as incident. Additionally non-serious events were informed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("cramping pelvic pain, pain"), menorrhagia ("heavier, longer menstrual cycles/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol, thyroid t3 and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, blood pressure high, arthritis and umbilical hernia. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2016 and oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2016 for pelvic pain female as well as codeine phosphate;paracetamol (tylenol with codeine no.3), hydrochlorothiazide since 2008, ibuprofen, iron since 2010, meloxicam since 2008, potassium since 2010 and tramadol since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, blood disorder and cardiac disorder had not resolved, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dysmenorrhoea had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009 & (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2009: l surgical pathology report: specimen(s) received: uterus, cervix, tubes, and ovaries. Final diagnosis: uterus, left tube and ovary: cervix: negative for dysplasia; endometrium: scarring, compatible with prior ablation; residual secretory endometrium; myometrium: no pathologic change; uterine serosa: left ovary: left tube: endometriosis and dense fibrous adhesions; fibrous adhesions; hemorrhagic corpus luteum; benign paratubal cysts. Gross description: the endometrium has a scarred appearance. Endometrium is thin. The fallopian tube measures 4 x 0.7 cm and includes two small paratubal cysts ranging up to 3 mm adjacent to the fimbria. The ovary measures 5 x 3.5 x 3 cm cut section shows a hemorrhagic cyst 3 cm in diameter. There is no gross evidence of neoplasm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 13-feb-2019: plaintiff fact sheet was received. Events-"abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), genital bleeding, apareunia, dysmenorrhea, migraines, headaches, pain" outcome was updated. Medical history, concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("cramping pelvic pain, pain"), menorrhagia ("heavier, longer menstrual cycles/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol, thyroid t3 and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, blood pressure high, arthritis and umbilical hernia. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2016 and oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2016 for pelvic pain female as well as codeine phosphate;paracetamol (tylenol with codeine no.3), hydrochlorothiazide since 2008, ibuprofen, iron since 2010, meloxicam since 2008, potassium since 2010 and tramadol since 2008. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, blood disorder and cardiac disorder had not resolved, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dysmenorrhoea had resolved and the abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2009 & (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2009: l surgical pathology report: specimen(s) received: a: uterus, cervix, tubes, and ovaries final diagnosis: uterus, left tube and ovary: cervix: negative for dysplasia; endometrium: scarring, compatible with prior ablation; residual secretory endometrium; myometrium: no pathologic change; uterine serosa: left ovary: left tube: endometriosis and dense fibrous adhesions; fibrous adhesions; hemorrhagic corpus luteum; benign paratubal cysts. Gross description: the endometrium has a scarred appearance. Endometrium is thin. The fallopian tube measures 4 x 0.7 cm and includes two small paratubal cysts ranging up to 3 mm adjacent to the fimbria. The ovary measures 5 x 3.5 x 3 cm cut section shows a hemorrhagic cyst 3 cm in diameter. There is no gross evidence of neoplasm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-apr-2019: new pfs received- new event anemia was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.